Event description:
It was later reported that the patient's cause of death was advanced cardiomyopathy. The system was believed to be functioning normally and was not believed to be related to the patient's death in any way.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4195 lead, implanted (B)(6) 2012; dtba1d1 crt-d, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that the patient had passed away. The patient was reportedly over-tired prior to passing and the spouse felt that the device system contributed to the death. Follow up yielded no further information. The system was not removed from the patient.